Manufacturer narrative:
Device evaluation: the device is related to the reported event deflation received on (B)(6) 2023, with lot number#: 618123. Based on the device analysis grid, the assessments of the complaint are: deflation: delamination total observed, on diaphragm valve dot assessed, as adhesive failure. Additional observations: no other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/nov/2023. Additional, changed, and/or corrected data: a2

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.